Manufacturer narrative:
0.

Event description:
Per hospital staff, patient scheduled for heart transplant was placed on c2 driver in anticipation of or. C2 driver (B)(6) showed "single compressor malfunction" when patient was placed onto the c2 driver from the freedom driver. Patient was then placed on a different c2 driver which operated as expected. Patient switched to backup without any reported adverse impact.